Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood gluose results were 8.8 mmol versus 6.9 mmol meter to lab. Tests were done within 10 minutes with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.